Event description:
It was reported when using the bd pyxis medstation system station stuck on black screen. The customer reported that the user have tried to reboot, but the issue was still persisting. The customer stated that this malfunction occured during dispensing medication to the patient and that caused 1 hour of delay to the patient care. The customer also confirmed there is no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that their was an issue with half height cubie drawer 4.1. The field service engineer replaced drawer controller and module controller. Then performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.